Event description:
It was reported that "after ligating 6 clips, the 7th clip and after came out from the inside of the applier but did not open. Checking the jaws, the hinge of the clip was detached. Therefore, a new unit was used to complete the surgery. No clip fell/remained in the patient, and no injury to the patient occurred".

Manufacturer narrative:
(B)(4) the customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample's jaws revealed one of the tabs at the end of the channel was bent inwards. There was no biological material observed on the device. R & d was consulted to conduct the functional inspection, the trigger was engaged to load the clip. The clip legs failed to align and ride into the jaw of the device due to the bent channel tab. The clip failed to fully feed into the jaws and as a result failed to close prior to release. The next three clips had the same result. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample received. R & d was consulted regarding this complaint issue. The device was returned with a bent tab at the end of the channel. The sample was returned with 4 clips remaining, indicating that 11 clips were fired by the end user. Upon functional testing the clips failed to fully feed into the jaws and failed to close prior to release due to a bent tab at the end of the channel. R & d concluded that the complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing, indicating the damage to the tab occurred post-production. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after ligating 6 clips, the 7th clip and after came out from the inside of the applier but did not open. Checking the jaws, the hinge of the clip was detached. Therefore, a new unit was used to complete the surgery. No clip fell/remained in the patient, and no injury to the patient occurred".